Manufacturer narrative:
A review of quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
A micropuncture introducer set was used in a filter (1820334-2017-01817) retrieval procedure. It was reported in the patient operative report/notes: under fluoroscopic visualization, the 0.018 inch guide wire micropuncture introducer set was advanced. The wire was unable to be advanced more than several centimeters, where it would continuously crawl back up on itself. An attempt was made to withdraw the guide wire, but there was resistance to return of the guide wire through the micropuncture needle, and even with advancing and turning of the guide wire, resistance was repeatedly met with attempts to withdraw the guide wire through the needle. The needle and wire were withdrawn as a unit, but shortly after beginning this maneuver, there was again resistance to removal of the guide wire. The needle was withdrawn and then the guide wire withdrawn using very gentle traction, with which the guide wire was seen to fracture under fluoroscopic visualization. This allowed the guide wire to be withdrawn, with the outer coils of the guide wire unraveled. Fluoroscopy documented a small coiled collection of wire in the right neck. This foreign body remained stable in position on repeated fluoroscopy over a course of 30 minutes, and although there was gentle movement with respiration as one would expect moving of the soft tissue, there was no gentle swaying movement back and forth to suggest that the fragment was within the jugular vein. Termination of the procedure was determined to be the best course of action to avoid risk of embolization of the fragment. Hemostasis was achieved after withdrawing of the micropuncture needle. The surgeon planned to allow several weeks for scar tissue to form around the retained foreign body before attempting filter retrieval again.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A micropuncture introducer set was used in a filter (1820334-2017-01817) retrieval procedure. It was reported in the patient operative report/notes: under fluoroscopic visualization, the 0.018 inch guide wire micropuncture introducer set was advanced. The wire was unable to be advanced more than several centimeters, where it would continuously crawl back up on itself. An attempt was made to withdraw the guide wire, but there was resistance to return of the guide wire through the micropuncture needle, and even with advancing and turning of the guide wire, resistance was repeatedly met with attempts to withdraw the guide wire through the needle. The needle and wire were withdrawn as a unit, but shortly after beginning this maneuver, there was again resistance to removal of the guide wire. The needle was withdrawn and then the guide wire withdrawn using very gentle traction, with which the guide wire was seen to fracture under fluoroscopic visualization. This allowed the guide wire to be withdrawn, with the outer coils of the guide wire unraveled. Fluoroscopy documented a small coiled collection of wire in the right neck. This foreign body remained stable in position on repeated fluoroscopy over a course of 30 minutes, and although there was gentle movement with respiration as one would expect moving of the soft tissue, there was no gentle swaying movement back and forth to suggest that the fragment was within the jugular vein. Termination of the procedure was determined to be the best course of action to avoid risk of embolization of the fragment. Hemostasis was achieved after withdrawing of the micropuncture needle.